Manufacturer narrative:
According to the customer, the product was being tried on by surgeon during product evaluation. During a surgical glove evaluation, surgeon was trying gloves on, product ripped multiple times while trying on different pairs from the same box when donning. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the product was being tried on by surgeon during product evaluation. During a surgical glove evaluation, surgeon was trying gloves on, product ripped multiple times while trying on different pairs from the same box when donning.